Event description:
This ra lead was implanted on (B)(6) 2017 and remains implanted at this time. In an email sent to technical services on 04/09/2018 an out of range impedance measuring greater than 3000 ohms was noted on this lead that triggered a switch from bipolar to unipolar mode. The patient experienced muscle stimulation due to unipolar pacing so was switched back to bipolar pacing. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).